Manufacturer narrative:
The electrodes were returned for evaluation. Visual examination was not able to duplicate the customer's report. Extensive testing was performed and was not able to find any discrepancies which could have led to the customer's report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.